Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found a crack in the upper right part of the plunger case. During the occlusion test, a "primary audible alarm bgnd" alarm was found. Most probable root cause is the speaker not working as intended. The speaker was replaced along with additional preventative maintenance. Device then passed all functionality tests. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a pump had multiple error codes. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B3: unknown; no information has been provided to date.